Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that pt stated that they did not have a managing hcp for the ins. Pt stated that they were seeing dr. Ballus (spelling unknown), however they didn't have any appts lined up. Pt stated that they had to see a different orthopedic surgeon since they fell on their butt and it dislocated the ins in their body so the ins was knocked out of the pocket and was up by their waist and moved around. Pt stated that when they "deep bend" is when the ins slams back up to their waist. Pt stated that the ins was up to their waist now since they had done some deep bends. Pt stated that the ins would then slide back down to kind of a little better location, but the ins never went back in the pocket where it was intended to be. Pt stated that hcp basically said that the ins was floating around in liquid and that it could take about a year and then they would go back and see exactly where the ins settled itself. Additional information received. Patient reported they had fell on their butt onto hardwood floor. Device pushed out of pocket and now up to waist line. Patient had broken tailbone with pain where ins had dislodged. Patient reported having vertigo caused by car accident, prescription glasses made vertigo worse was cause of fall. Patient reported they saw physician and will need to wait a year to see where implant settles. Optometrist changed prescription for glasses. Patient reported still having therapy coverage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.